Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the cause of the motor stall was undetermined. It was reported that the pump recovered and was currently functioning properly. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving "prialt" (15 mcg/ml at 3.578 mcg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that a motor stall occurred on (B)(6) 2019 at 22:36 and recovered on (B)(6) 2019 at 12:07. It was unknown if the patient had any magnetic resonance imaging performed but knee surgery was performed. No symptoms were reported. No further complications have been reported as a result of this event.